Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user experienced hyperglycemia during a supply change after receiving a low insulin alert, with a recorded blood glucose of 400 mg/dl; the agent guided a supply change, confirmed insulin delivery resumed, and glucose later stabilized. Symptoms included high blood glucose without acute complications. Outcomes included no medical intervention, no outside assistance, no ketone testing, and resolution after supply replacement. Investigation included review of device data and user report, as well as troubleshooting and education. Investigation of this case revealed no confirmed device or component malfunction, and the event was assessed as hyperglycemia with unclear cause while using a teflon infusion set. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.